Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The location of the breakage is not very prone to micromovements, but other sources of mechanical strain (e.g. Wearing of glasses) may have contributed to the fatigue fracture after almost 14 years of use. This is a final report.

Event description:
The user had intermittent hearing with the device depending on where pressure was applied around the implant. Prior to this event the user reported his hearing with the device to be 'perfect'. Now the user has no hearing with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user had intermittent hearing with the device depending on where pressure was applied around the implant. Prior to this event the user reported his hearing with the device to be 'perfect'. Now the user has no hearing with the device.